Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(6) 2016: stents: 4.8x19 rx graftmaster; 4.8x16 rx graftmaster;4.8x26 rx graftmaster, (B)(6) 2016: stent: 4.0x19 rx graftmaster. Incorrect anatomy and indication for use. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 4.8x19 rx graftmaster device and the 4.8x16 rx graftmaster device (both implanted on (B)(6) 2016) are being filed under separate manufacturing report numbers. The 4.8x26 rx graftmaster device implanted on (B)(6) 2016 was filed under MFR number 2024168-2016-01404.

Event description:
It was reported that during the index procedure on (B)(6) 2016, three graftmaster covered stents were deployed to treat a left vertebral dural arteriovenous fistula in the v4 segment (a 4.8x19 rx graftmaster, a 4.8x16 rx graftmaster, and a 4.8x26 rx graftmaster). In order to treat a fistula gap created during placement of the 3rd graftmaster (4.8x26) on (B)(6) 2016, a 4.8x19 rx graftmaster was deployed at 16 atmospheres (atm) across the v3 segment on (B)(6) 2016; then a 4.8x26 rx graftmaster was deployed at 16 atm in the distal v2 segment, followed by deployment of a 4.8x16 rx graftmaster at 16 atm, just proximal to the implanted 4.8x19 graftmaster. Reportedly, none of these graftmasters implanted on (B)(6) 2016 sealed the fistula in the v4 to v3 gap or in the v2 vessel segment, as well. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.